Event description:
It was reported that during a robotic right lobectomy procedure, the device worked well however while stapling the bronchus the device stapled however the knife would not cut all the way across. The surgeon had to perform a bronchoplasty using suture to repair the bronchus. Suture was used to complete the procedure. No adverse consequences reported. The device discarded. (B)(4)

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, during the same surgery, the patient was re-implanted with another device.(B)(4).

Event description:
Per the clinic, the patient fell, hitting her head on the area over the implant site resulting in a loss of sound and device non-use. Attempts to connect with the device were intermittent. Explantation and reimplantation is being considered but has not taken place as of the date of this report.

Manufacturer narrative:
(B)(4).